Manufacturer narrative:
The restore plug and closed boot accessory kit was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The device is included in the medical device safety alert, physician communication (2009).

Event description:
One week after implantable neurostimulator implant, the patient felt paresthesia at the device pocket. An x-ray was performed which confirmed that the lead had migrated and was located around the neurostimulator. About 6 weeks later the patient was brought to the operating room in order to reposition the lead. It was discovered that the titan anchor was separated into 2 pieces. The silicone part was found where the lead had been anchored, but the metal part was still located with the lead around the implantable neurostimulator. Repositioning was not possible. The device system was explanted and not replaced. There was no patient injury associated with the event, but the patient was feeling no pain relief after explant. Replacement was scheduled. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.